Event description:
A male patient contacted lifecor customer support to report that the battery charger will not come on. He stated that he tried it in another outlet and it still would not come on. Support sent a patient services rep (psr) to the patient to replace the battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of the battery charger has been completed. The reported problem was reproduced. The cause of the charger problem was corrosion on the connector of the battery charger where the battery pack attaches. The root cause of the corroded connector was probably liquid spillage into the battery well area of the charger. The battery charger was repaired, retested and restocked. No adverse event resulted from the damaged charger. The patient received replacement charger.